Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse's assistant reported via phone call that the customer was hospitalized due to non-diabetes related issues. Blood glucose level at the time of the call was 484 mg/dl. The insulin pump was not replaced or returned for analysis.